Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Using a 6f unknown guide catheter and a non-bsc extension catheter, the physician advanced an ion stent delivery system to the target lesion. Upon withdrawing the stent delivery system with the undeployed stent on it through the non-bsc extension catheter it was noted that the stent was flared. The procedure was completed by implanting a 3.0x8mm promus element plus stent. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4) device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).